Event description:
It was reported that the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer had to discontinue the insulin pump use and following his/her medical prescription for insulin shots until replacement arrives no further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.